Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2304 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that after insertion of guide wire during catheter placement, the operator found that the vascular sheath could not insert the blood vessel successfully and resistance was felt. When the sheath was removed, cracks were found. An individual mst accessory was unpacked to complete the treatment due to the concern that endemicum should not be damaged. The same problem occurred with four devices. This report addresses the second device.